Event description:
Crna placed bougie tip, crna stated tip was difficult to advance, therefore, crna removed tip and applied lubrication and re-inserted the tip without further difficulty. During procedure, the crna noted the bougie tip was disconnected from the light cable. Surgeon was immediately notified. Stat egd was performed and the bougie tip was located and removed.